Manufacturer narrative:
(B)(4). Batch # m91j67. The analysis results found that the b11lt device was returned in good condition. The sleeve and the obturator were visually inspected and no broken pieces were found. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are all components of trocar sleeve (that were retrieved from patient) being sent back for analysis with rest of device? No, they threw away the small pieces that broke off. If not, were the broken components of sleeve discarded? Yes. How was the case completed? Retrieved the broken pieces and used a new trocar was there any change to procedure or post-op patient care? No. Was there any patient consequence? None.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar sleeve broke and pieces fell into patient. All pieces were retrieved. The case was completed with another device of the same product code. There were no patient consequences reported.